Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted in the patient for the endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported that at the final angio performed during the index procedure,  a possible lack of seal  between the main body graft and the aortic wall was observed on the right side of the aortic neck .  A follow up CT scan carried out 8 months post the index procedure revealed severe infolding of the endograft and an endoleak type 1a. As per the physician, the cause of the event cannot be determined. No additional sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported inadequate seal was confirmed on the films provided; however, the exact cause of the event could not be determined. The infolding and type ia endoleak could not be confirmed on the films received. Post-implant CT¿s were not available and so the stent graft in-vivo configuration could not be evaluated to review the reported infolding events. It is likely that the cause of the inadequate seal was related to the reported infolding. Although some thrombus was observed in the proximal aortic neck lumen, it did not appear to be severe enough to contribute to infolding of the bifurcate stent graft. However, all thrombus should be taken into account during pre-implant measurement as it has the capacity to decrease the inner vessel diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.